Event description:
It was reported that the patient with this right ventricular (rv) lead kept receiving little shocks due to the lead being damaged. The patient stated that this lead was replaced. All available information indicated that, as of this time, this right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.